Event description:
It was reported during pre-testing, the small battery drive was running on its own. The facility confirmed the device was not used in a surgical procedure. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: the reporter's complaint of unit running on its own was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Event description:
This is report 1 of 1 for complaint (B)(4).